Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented in clinic during follow-up in backup vvi. The device voltage had temporarily dipped low. The device had ventricular noise on the rv coil and v sense amp channels. The rv pacing lead impedance was out of range. The device was explanted and replaced. The patient was fine.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory via review of the device image and was due to a power-on reset. A power-on reset occurred just prior to testing. High pacing lead impedance and noise were observed during initial bench testing but the failure was lost. The device was tested on the bench as well as using automated test equipment and the anomaly could not be reproduced. The cause of the reported reset could not be determined.